Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The customer informed that they tried to reinstall the software however the issue persisted. The philips engineer performed troubleshooting and found that the flexvision pc was malfunctioned. To resolve the issue, the philips engineer replaced the flexvision pc and hdd and verified the system operation. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.